Event description:
Customer reported he has been experiencing unexplained high blood glucose. Customer's blood glucose was 450 mg/dl, treated with device and it did not lower. Current symptoms were currently thirst and dehydration. Customer reported she was also hospitalized on (B)(6) 2014 for high blood glucose. Customer's blood glucose was 472 mg/dl. Symptoms were vomiting, dehydrated, and tachycardia. Customer was having unexplained high, changed set, treated, and blood glucose did not lower. Customer was wearing the device at the time of incidence. No further information.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.